Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dissection remains unknown.

Event description:
During the pulmonary vein isolation (pvi) procedure, the catheter was difficult to maneuver during insertion and a dissection occurred in the coronary sinus ostium. The dissection was diagnosed using fluoroscopy and no intervention was performed. The physician believed the dissection was due to patient anatomy. Another catheter was used to continue and complete the procedure.